Manufacturer narrative:
(B)(4).

Event description:
Further information was obtained, which indicated the rv lead exhibited a suspected fracture and was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead integrity alert (lia) was triggered and the right ventricular (rv) lead exhibited oversensing with elevated short interval counts (sic) and non-sustained ventricular tachycardia (nsvt) episodes. It was noted there had always been some sic observed; the previous year, the rv lead was reprogrammed rv tip to rv coil to resolve an observation of high sic. At the most recent interrogation, the rv lead was reprogrammed to adjust the sensing parameters, however, the lia was still triggering. The rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).